Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/apr/2011 submitted. Device evaluation: visual analysis of the returned device identified crease folds, wear abrasion, yellow particles in device outer surface and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Health professional reported left side deflation. Device has been explanted.